Event description:
No sample is available for analysis. A picture/video was returned for evaluation. Leak in the flow dial was observed. The customer complaint is confirmed. The potential root causes of the leak in cassette could be related to an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage or cassette seal not assembled correctly causing a leak in the flow dial. An internal investigation has been opened to address the reported issue. However, it is important to note that without a returned sample, it is not possible to determine whether this report is related to the causes covered in the internal investigation. The current process controls detection include 1) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) primary lube machine detects the correct position of the seal at the knob. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: biomed reported: "baptist happened to catch a leaking blood tubing during priming the patient was not in the room yet; we were just setting up the infusion and so we got another tubing which primed with no issue. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.